Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: it was reported no additional occlusion alarms occurred.

Event description:
It was reported an occlusion alarm occurred. Blood glucose (bg) level was 470 mg/dl. A manual injection was administered to address bg level by the customer's mother as the customer was not feeling well enough to administer the manual injection themselves. A system check was performed and the cartridge was found to be cracked/ damaged. A cartridge change was performed and insulin deliveries were resumed.